Event description:
It was reported by service report that the patient head left side rail was broken and it could not be locked in the upright position. No patient involvement or adverse consequences are reported.